Event description:
Rapid-d cannula user reported inflammation and bleeding from the puncture site. Twice had operative treatment of abcess. She was given unspecified antibiotic and disinfecting bandage. A request was made for the return of the rapid-d cannula.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.